Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon, while being applied on the sigmoid anastomosis, the equipment was damaged, the bottom nail seat did not "combine" with the top. The device was then unable/difficult to close on tissue. The white flag was also interlocked. They replaced the device to complete the case. The patient was unharmed.